Manufacturer narrative:
The results of the investigation are inconclusive, since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for lead revision procedure. Upon interrogation of the device prior to the procedure revealed an impedance greater than 300 ohms and no capture at max output on the right ventricular lead. The device was reprogrammed and the impedance measurement was 510 ohms. The physician requested that the lead be replaced as the patient is an active person. During the procedure, the right atrial lead was dislodged. The stylet would not advance all the way into the lead. Both leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 45.9cm. The reported event of stylet could not be inserted was confirmed. Stylet was inserted through the proximal end of the lead and it was restricted at the distal region of the lead due to inner coil clogged with blood/tissue. The cause of the reported event was isolated to the inner coil clogged with blood. The lead was otherwise normal.